Event description:
Caller reported a malfunction on the pump. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating it was within a normal range. Technical support provided information to reset the pump, assisted the caller with the reset, and verified that the same malfunction code did not recur after resetting. Customer was advised to continue using the pump and to call back if any malfunction code recurs, which the caller acknowledged and understood.